Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The customer has decided to retire the device and remove it from service. The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device was showing its service wrench icon. After an evaluation of the device, it was observed that the device would not power on. There was no patient use associated with the reported issue.